Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 self-tests performed on (B)(6)2022 and (B)(6)2022 with the same lot number. The consumer performed a self-test on (B)(6)2022 at noon and generated a negative. Then, on (B)(6)2022 at noon, he performed the test again and generated a positive result. The consumer indicated that they tested positive for covid-19 at a drive thru location on (B)(6)2022 (platform unknown) while exhibiting cold-like symptoms. It was recommended to the consumer by a health care provider at the drive thru location that they self-isolate as a result. No additional patient information, including treatment and outcome, was provided

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212024 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 212024 and device part number 195-430h/ lot 209492. The lot met the required release specifications. A review of the complaints reported as false positive / false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212024 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : device discarded, single use.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 self-tests performed on (B)(6) 2022 and (B)(6) 2022 with the same lot number. The consumer performed a self-test on (B)(6) 2022 at noon and generated a negative. Then, on (B)(6) 2022 at noon, he performed the test again and generated a positive result. The consumer indicated that they tested positive for covid-19 at a drive thru location on (B)(6) 2022 (platform unknown) while exhibiting cold-like symptoms. It was recommended to the consumer by a health care provider at the drive thru location that they self-isolate as a result. No additional patient information, including treatment and outcome, was provided